Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were issues with oil gel globules and gel smearing. 300 tubes were affected. There was no impact to patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd received five (5) photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules, gel smearing, and red cell ring was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination. The issue of oil gel globules, gel smearing, and red cell ring was not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules, gel smearing, and red cell ring based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were issues with oil gel globules and gel smearing. 300 tubes were affected. There was no impact to patient or user.